Event description:
Tampon got stuck in vagina [foreign body in reproductive tract]. Stretch myself vagina [vulvovaginal injury]. Hurt vagina [vulvovaginal pain]. Hurt taking tampon out [complication of device removal]. (Tampon got stuck in vagina) and when I went to pull it out. It was only the string [device breakage]. Case narrative: consumer reported via phone that the tampon got stuck in her vagina and only the string came out. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.